Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 17-aug-2018 with the following findings: a review of the pump history showed call service 078 alarms occurred. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. Unrelated to the original complaint, corrosion was found in the battery compartment with a leak. The battery compartment was cracked alongside of the pump. The pump was opened and moisture was found on the printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.